Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 16/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed that she went to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued due to her abdominal pain. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient stated she continued undergoing ccpd while hospitalized and resumed ccpd therapy at home utilizing the same liberty select cycler without any issues. The patient stated the cause of the peritonitis is unknown. Per the patient, she did not experience any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. From the lots identified, lot 25er08125 was found to be available for return. Accordingly, one case from this lot was requested to be returned and will be considered as a potential lot to attempt confirmation of the reported event. On april 6, 2026, reynosa facility received fourteen (14) alternate samples from the distribution center, as requested. The original package was identified with product number 050-87216a and lot number 25er08125. However, only one alternate sample is designated to be analyzed and tested in relation to this complaint. The alternate product sample was visually inspected. No issues were observed: the line showed no damage, the cassette had no tears, and no other conditions were noted that could result in peritonitis. The cassette set was found to be in the expected condition. A functional test was performed on the alternate product sample using a cycler machine. During testing, no air bubbles, alarms, leaks, or other anomalies were detected. Upon completion, the cassette was removed from the cycler and no moisture was present. The test was successfully completed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On 16/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed that she went to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued due to her abdominal pain. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient stated she continued undergoing ccpd while hospitalized and resumed ccpd therapy at home utilizing the same liberty select cycler without any issues. The patient stated the cause of the peritonitis is unknown. Per the patient, she did not experience any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the patient did not report experiencing any fresenius device(s) and/or product(s) issues. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
On 16/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed that she went to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued due to her abdominal pain. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient stated she continued undergoing ccpd while hospitalized and resumed ccpd therapy at home utilizing the same liberty select cycler without any issues. The patient stated the cause of the peritonitis is unknown. Per the patient, she did not experience any fresenius product(s) and/or device(s) deficiency or malfunction.